Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a manual insulin injections.

Manufacturer narrative:
: No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text : device not returned.